Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, inflammation. (B)(4).

Event description:
It was reported via medwatch form (B)(4) that a (B)(6)-year-old hispanic female patient underwent a breast reconstruction procedure with a mentor memorygel breast implant 500 cc and experienced bilateral rupture. As a result, the patient had undergone removal on (B)(6) 2019. The gel was sent to pathology and breast tissue was nonspecific dermal perivascular chronic inflammation. This medwatch is for the left breast implant.

Manufacturer narrative:
On 09/06/2019, mentor confirmed that MDR submission reference numbers (B)(4). Were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4). Note: facility information: phone number: (B)(6). Facility name: (B)(6) medical center. Facility address: (B)(6). Manufacturer¿s reference number: (B)(4).